Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: ·the product was used on the fascia, and the part of dehiscence was also fascia. ·this event was found when the patient was at the outpatient visit again. ·the doctor has experience using stratafix for about one year. ·the fixation tab was placed and reverse stitching was performed properly. ·there were no problems with the patient's condition after the treatment.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b2, h6. Additional information was requested, and the following was obtained: the event states ¿the suture was broken after surgery and wound dehiscence occurred¿. The time of the event in the pc states intra-op. Clarification is requested regarding the timing of this event. Post-op did this event occur entirely during the initial orthopedic procedure? No. It occurred after the surgery. Did the suture breakage and wound dehiscence occur at the end of the initial orthopedic procedure? No. Did the suture breakage and wound dehiscence occur prior to the patient leaving the operating room? No. Does ¿additional suture with non-absorbable was performed to complete the case¿ refer to re-suturing that was done during the initial orthopedic procedure? No. Did the patient require a re-operation? Yes. Lot number? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Name of index surgical procedure? Spine surgery but unknown the diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Maybe fascia. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported. Onset date/time of dehiscence? (# post op days) unk but after discharge. How was the dehiscence managed? Re-suture. Please describe any surgical intervention required for the wound dehiscence including date and findings. Dehiscence by broken suture was found after the patient discharged, so the surgeon re-sutured the wound with non-absorbable suture. Where was the break noted (termination, middle, end)? Unk. Please describe the appearance of the suture during the second procedure, if applicable. Broken. Were there any precipitating patient stress factors for the suture breakage or pulling out of the tissue? The wound was related spine and the load to the suture was strong. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. Other relevant patient history/concomitant medications = no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The wound was related spine and the load to the suture was strong. What is the patient's current status? No problem. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2025 and a barbed suture was used. The suture was broken after surgery and wound dehiscence occurred. Additional non-absorbable suture was performed to complete the case. (Probably bearon was used.) It was reported that there were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states ¿the suture was broken after surgery and wound dehiscence occurred¿. The time of the event in the pc states intra-op. Clarification is requested regarding the timing of this event. Did this event occur entirely during the initial orthopedic procedure? Did the suture breakage and wound dehiscence occur at the end of the initial orthopedic procedure? Did the suture breakage and wound dehiscence occur prior to the patient leaving the operating room? Does ¿additional suture with non-absorbable was performed to complete the case¿ refer to re-suturing that was done during the initial orthopedic procedure? Did the patient require a re-operation? Lot number? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating patient stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?